Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred and perforated the vessel. The 90% stenotic instent restenosis of a non-bsc stent being treated was located in the mildly tortuous mid left circumflex artery. The physician advanced the 3.25x15mm quantum maverick balloon catheter to the lesion and on the first inflation, inflated the balloon to 18atms for five seconds and the balloon ruptured. The device was removed intact, then contrast was injected and the physician observed a perforation behind the stent. The physician then advanced a 3.5x15mm non-bsc device to the perforation and inflated the balloon to 16atms and the balloon ruptured. The perforation sealed itself. There were no pt complications. Pt status is reported as "stable."

Manufacturer narrative:
Device eval - product analysis verified the reported balloon rupture stated in this complaint. Examination revealed blood in the balloon and distal outer. Microscopic examination confirmed a pinhole in the balloon wall .05 centimeters proximally from the distal end of the markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specs. The most probable root causae of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.